Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however the customer declined to remove the site. Customer resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.